Event description:
It was reported by the patient that he experienced bilateral calf pain, with extreme pain, spasms and bruising to right calf. Full body rash/itching with daily migraines, one week post bilateral injection. Attempts have been made and no further information has been provided.